Manufacturer narrative:
The insulin pump had blank display due to broken solder joint. The pump was unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, failed battery test alarm due to blank display. The pump had minor scratched display window.

Event description:
The customer reported via phone call of failed battery test, blank display and battery out limit alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the screen came back on with new battery insert. The customer declined to troubleshoot for battery out limit alarm. The customer was not able to clear failed battery test alarm after troubleshoot. The insulin pump will be returned for analysis.